Event description:
It was reported via repair work order that the brakes could not remain engaged due to the brake linkage being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This complaint was reported for a product for which stryker is not the manufacturer. There was no malfunction of a stryker product.

Event description:
It was reported via repair work order that the brakes could not remain engaged due to the brake linkage being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.